Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an errhwbat. No additional patient or event information is available. No product was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found.the receiver will boot and charge. The receiver log was reviewed and passed. The customer complaint was not confirmed because no hwbat was found.the reported event of an error icon display was not confirmed during log review. A root cause could not be determined.